Event description:
Per the audiologist, the pt reported no auditory perception when the cochlear implant system was activated. An x-ray done (date not reported). Showed the electrode array tip had folded back over on itself. A later report indicated that the electrode array had not been placed in the cochlea during the initial surgery. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.